Event description:
Per a (B)(6) 2017 computed tomography (CT) abdomen without contrast: "impression: prior ivc filter placement with a deformed appearance to the filter with limbs extending above the level of the renal veins and beyond the lateral margins of the infrarenal ivc. Flattened appearance on axial imaging suggesting it does not fully traverse the diameter of the ivc and my not be providing adequate protection from embolism. A combination of plain radiographs and a contrast-enhanced study or venogram should be considered for further assessment".

Manufacturer narrative:
Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the patient allegation. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. While the catalog and lot numbers are unknown the device was described as a birds nest filter. A document review was initiated as a response to this event. A review of the device history record for non-conformances was not possible due to the lot number not being provided. A search for complaints on the same lot was not possible due to the lot number not being provided. The device is shipped with the instructions for use (IFU), which lists perforation as a potential adverse event. Additionally, the IFU warns the user that perforation of vena cava wall is a known adverse event for this device per a computed tomography (CT) abdomen without contrast: "impression: prior ivc filter placement with a deformed appearance to the filter with limbs extending above the level of the renal veins and beyond the lateral margins of the infrarenal ivc. Flattened appearance on axial imaging suggesting it does not fully traverse the diameter of the ivc and my not be providing adequate protection from embolism. Because there are adequate inspection activities in place, cook has concluded that there is no evidence that non-conforming product exists in house or in the field. No evidence was provided or observed suggesting that the device was out of manufacturing specifications. While a true cause cannot be established, the conclusion of this investigation that the event is a known inherent risk of the device as the IFU states that vena cava wall perforation is a known potential complication of vena cava filters. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the patient allegation. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. While the catalog number and lot number are unknown the device was described as a birds nest filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The gianturco-roehm bird¿s nest vena cava filters are placed via standard percutaneous entry (seldinger) technique. Introduction of the gianturco-roehm bird¿s nest filter is accomplished through a series of controlled steps which allow the operator to alter placement to accommodate anatomic variations. The gianturco-roehm bird¿s nest filter¿s hook wire design and two pair of ¿v¿ shaped struts hold the filtering wires in place and facilitates a secure fixation in the vena cava with a minimal risk of migration or vessel perforation. The bird¿s nest® vena cava filters are intended for the prevention of recurrent pulmonary embolism via placement in the vena cava in the following situations: pulmonary thromboembolism when anticoagulants are contraindicated, failure of anticoagulant therapy in thromboembolic diseases, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced, prophylactically in patients with chronic, recurrent pulmonary embolism where anticoagulant therapy has failed or is contraindicated. Risk benefit analysis (rba) ra82_rba was completed to assess the benefit; risk ratio of the bird's nest filter. The rba states that "it is the opinion of cook inc. That the medical benefits of the bird's nest filter outweigh the residual risks to the patient. It is expected that some patients with indwelling ivc filters may still experience pulmonary emboli (though not necessarily fatal emboli). A literature search for relevant clinical studies suggests that pe rate of 1 to 2 percent in patients with indwelling ivc filters; in the bird's nest filter clinical study upon which the FDA approval was based, 1% of patients with a bird's nest filter experienced pe. The rates of pe reflected in our complaints data is significantly below the expected rate of pe. It is concluded that these devices meet the performance requirements necessary to perform their intended use safely and effectively. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a bird's nest filter sometime in 2010. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.